Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)received maude event report number mw5040850.

Event description:
It was reported that the patient experiencing fatigue presented via merlin.net. The pulse generator exhibited backup vvi and no atrial output. The patient was brought into clinic for further troubleshooting. After device software download, normal device function resumed. The patient was doing well and would continue to be monitored.

Manufacturer narrative:
UDI(di): (B)(4).